Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit not providing a display. The unit was triaged and the reported issue was confirmed. The most likely cause of the reported failure was due to the unit¿s pcb; the pcb presented signs of damage due to contamination (liquid). A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
Submit date: 2/21/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there is no display. The customer cannot read the valor in the display. No patient involved.